Manufacturer narrative:
Philips service replaced the hard drive and restored the system to full use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that ippc failed to boot due to defective hard drive on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.